Manufacturer narrative:
The issue was solved after the replacement of the reagent probe. The possible root cause for the reagent probe contamination is likely insufficient operator maintenance (to clean the probe daily).

Manufacturer narrative:
The reagent lot number and expiration date were not provided. A study with ureal and bilt3 was performed and an obvious carryover issue was observed. The field service representative replaced a reagent probe but the issue persisted. The field service representative replaced another reagent probe and no further issues were observed.

Event description:
There was an allegation of questionable bun (urea) results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 4.63 mmol/l. The repeated result was 39.1 mmol/l. The sample was tested on another analyzer and the result "matched" the repeated result. The numeric result for this result was not provided. The repeated result was believed to be correct.